Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber boards, high voltage tank, x-ray tube, generator driver board, and the high voltage supply regulator board. The system operates as intended.

Event description:
The customer reported the system would not fluoro. No patient injury was reported.